Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber beam was firing forward instead of side firing after 10 minutes of fiber use. The procedure was completed using a second device without patient complications. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not identify defects that could potentially lead to the reported forward firing; therefore, the event cannot be confirmed. However, analysis did identify a circumferential fracture at the proximal sides of the fiber/cap fusion zone. In addition, a glue failure was also identified. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the proximal circumferential fracture and the glue failure. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified proximal circumferential fracture and glue failure.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber beam was firing forward instead of side firing after 10 minutes of fiber use. The procedure was completed using a second device without patient complications. Boston scientific has been unable to obtain additional information despite good faith efforts.